Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown medication via an implantable pump. Indication for use was non-malignant pain and failed back surgery syndrome. The date of the event was approximately (B)(6) 2016. It was reported that about a year ago the patient¿s body was rejecting the pump. The pump had attached itself to the lining of their stomach and was pushing its way through. The scar was where it was pushing up, attached, and coming out and was causing pain. The pump has not been used and had been out of medication for over 5 years. The patient contacted the healthcare provider when they started to have problems. The hcp refused to take it out or refill it. The patient could not get anyone to help her. The patient was not able to properly obtain physician listings from the website and may go to the emergency room (ER) because of chest pains they were developing having to go through "all this crap" today ((B)(6) 2017). No further complications were reported.